Event description:
Pt. Relates long history of problems deflating his prosthesis. M.d. Noted possible erosion of prosthesis last year. Recently atient noted continual increasing prominence, especially of rt. Cylinder. Due to erosion of prosthesis, surgery was performed to remove it.